Manufacturer narrative:
Additional information: on(B)(6)2020 additional information was received via medwatch report (#0039-0111-2020-0009). The information submitted stated the medwatch that was received was written against the 60-8800-001, helixar esu; however, the esu unit was not in contact with patient and the report of "fire" did not occur on the esu device. Therefore, the event device will be listed as the handpiece used in this procedure. The 134003, abc pencil, device was reported as being used during a bile duct reconstruction and roux-en-y procedure on 16jun20 when the "handpiece caught on fired during case". Further assessment information was requested, and the reporter advised that the handpiece caught fire but was not visible until it was pulled out of the patient. The fire was extinguished with a saline bulb syringe. The settings of the esu, if any alarms occurred and if or what material may have been on the handpiece is listed as unknown. There was no report of harm or injury to the patient or user, no medical intervention or hospitalization due to the event. There was no current status of the patient at this time. Received one 134003 in opened original packaging. Performed a visual inspection, the black insulator appeared melted at the tip of the pencil. Performed a functional inspection, the device functioned as intended. The pencil did not overheat or catch fire when performing the evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 5 complaints regarding 5 devices for this device family and failure mode. During the same time frame 197,838 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00003 per the instructions for use, the user is advised the following; - prolonged use of the handpiece causes the tip to become very hot and the tip remains hot for a period after use. - do not allow the tip to come in contact with the patient or others after activation to avoid burns. - use lowest possible power setting on the conmed abc® electrosurgical generator capable of achieving the desired surgical effect. The helixar esu was also evaluated. The evaluation could not replicate the reported event. The unit was found to have met all specifications. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been(B)(4) complaints regarding (B)(4) devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .04 per the instructions for use, the user is advised the following; - this electrosurgical unit should be tested by a hospital qualified biomedical technician on a periodic basis to ensure proper and safe operation this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
(B)(4). The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 134003, pencil, abc, bend-a-beam, caught fire during a procedure on (B)(6) 2020. Additional attempts to gather information have been made but, to date, no clarification has been provided. This report is being raised as device malfunction with potentia for injury upon reoccurrence.